Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/04/2014 as follows: no alarms related to the initial complaint were observed in the pump histories, although there was evidence that multiple call service alarms had occurred. A call service alarm occurred upon powering the pump on which prohibited further testing. The voltage was measured and found to be out of specifications at 1.8v. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred 3 times in 30 days that was unresolved with battery changes. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.